Event description:
It was reported, that the gastrointestinal videoscope had an occlusion in the channel. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during reprocessing after a therapeutic upper endoscopy. There were no reports of delay during the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over less than a year (>1) since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device and there was no physical damage at the place where the foreign material remained. It was found that the issue occurred due to an incorrect reprocessing method. The event can be detected and/or prevented by following the instructions for use which state: detection method: gif/cf/pcf-190 series operation manual, chapter 3 "preparation and inspection"; preventive measures: gif/cf/pcf-190 series reprocessing manual, chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.